Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. Complaint investigation results . A complaint investigation was performed based on the event description and the assigned malfunction code malfunction cannot be determined . Additional information was requested to support the investigation; however, a lot number or any product specific information was not provided. No device, device components, or other visual or physical evidence was made available for evaluation. Consequently, visual inspection, retain-sample testing, or the assessment of potential product performance issues, component integrity, or manufacturing defects could not be performed. In response to the complaint and due to the absence of a specific lot number, a high-level review of manufacturing controls for the inset 30 (autosoft 30) product family was conducted to document the routine controls used to detect potential defects at the product family level. The review identified the following controls in use for the inset 30 (autosoft 30) product family, including: 100% functional testing during spot curing and final assembly, including leak and flow tests, glue level and curing verification, tube positioning, and connector integrity. 100% visual inspections during packaging, verifying needle condition, presence and correct assembly of the needle guard, lid condition, tyvek seal integrity, and that the product is free of contamination. Sampling verification under aql 0.65, including visual and functional tests such as: burst test , peel test , flow and leak tests , static tension test . Concentricity and angle inspection of the needle . Water leak test specific to inset 30 . Verification of spring "click" . Membrane placement verification . Catheter integrity checks . Heat shrink tubing and assembly integrity evaluations . Quality inspection before sterilization, under aql 0.65, verifying correct labeling, instructions for use (IFU) presence, tyvek integrity, packaging compliance, and absence of foreign material. Corrective and preventive action (CAPA) determination . Based on the investigation, no further action is required. The record will be closed and monitored through tracking and trending per work instruction (wi) (monthly trips and alerts). Complaint investigation - conclusion . Based on the limited information available, the investigation was completed and no product malfunction was alleged or identified. The complaint could not be confirmed due to insufficient information, and the record is being closed based on the event description and the information provided in the complaint. Complaint unconfirmed: . Following investigation, the reported failure could not be confirmed for this complaint.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number(B)(4). Event occurred in the united states it was reported that patient faced infusion set issue and it was not a good fit for her due to which the patient faced hyperglycemia event on (B)(6) 2025. The infusion set was in use for 48 hours.the patient went to emergency room due to this issue on november last year.the duration of emergency room stay was for 8 hours.the patient blood glucose was 500mg/dl at the time of the event and the patient got treated with intravenous and fluids of saline and insulin.the patient reported chronic heart and kidney condition due to this issue.the patient was tested positive for ketones. The patient replaced the infusion set and resumed insulin deliveries successfully. No further information available.